Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information: if other specify, imdrf annex a, b, c, d, g codes. H3 other text : customer provided sample photo only. No device was returned.

Event description:
It was reported that while nitroglycerin was infusing, the device programming had changed during the infusion. There was patient involvement, but the outcome is unknown.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that while nitroglycerin was infusing, the device programming had changed during the infusion. There was patient involvement, but the outcome is unknown.

Manufacturer narrative:
Correction : describe event or problem. Additional information : imdrf annex b code and manufacturer narrative. Bd technical support troubleshoot with customer over the phone.

Event description:
It was reported that while nitroglycerin was infusing, the device programming had changed during the infusion. There was patient involvement, but the outcome is unknown. Bd became aware of additional information. It was reported that "when running nitroglycerine infusion, pump programming switched to units it shouldn't be running."